Event description:
On (B)(6) 2012, the pt reported that she has been having low blood glucose episodes lately. She feels the low symptoms in the mornings when she wakes up. She stated that her vision gets blurry and her hands start shaking. On (B)(6) 2012, when she woke up, her blood glucose level was 51 mg/dl. She stated that her parents brought her orange juice to bring up her blood glucose level and that she would not have been able to retrieve the orange juice herself. The pt attributes the low blood glucose levels to lifestyle changes. She recently began exercising more, her doctor put her on an extreme low carb diet, and the basal rates on her infusion device have never been changed. The pt does not have any concerns with the performance of her infusion device. She has spoken with her doctor regarding adjusting her basal rates. The infusion device was not requested to be returned for evaluation.